Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer later informed stryker that the reported issue was due to expired electrodes being installed in the device. The issue was resolved after installing a new set of electrodes.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.